Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn unknown) could not power on with the autopulse li-ion batteries (sn (B)(4). The user used the second battery (sn (B)(4), however, the issue persists. The crew switched to manual CPR. No consequences or impact to the patient. Per the reporter, the platform used during the call is functional and will not be returned for evaluation. Please see the following related MFR reports: MFR (B)(4) for autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 12300 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.